Manufacturer narrative:
The device was not returned to mmdg for evaluation. A DHR could not be performed because no lot number was provided. Because the device was not returned, mmdg has been unable to investigate or confirm the complaint. This report will be updated if the device is returned to mmdg.

Event description:
The initial reporter states that the pump roller seems to be working but the bag doesn't deliver formula. They also stated that "when they set up a new bag at night that it works, but after rinsing out the bag in the morning it doesn't deliver". They also stated that they are using kate farms formula. Mmdg followed up with the initial reporter, who stated that the patient was doing well afterwards, and had not had any adverse effects. (B)(4).